Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the patient experienced a pairing failure. No additional event or patient information is available. Data log was reviewed for evaluation on 03/20/2017. Complaint for a pairing failure could not be confirmed, however, transmitter failure was found and confirmed on 03/20/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.